Event description:
It was reported that this right ventricular (rv) lead was capped due to an unknown product performance anomaly. A new lead with the same model was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was capped due to an unknown product performance anomaly. A new lead with the same model was implanted. No additional adverse patient effects were reported. Additional information received indicating that the lead was surgically abandoned due to high impedance and noise which were determined during device testing. There were no patient symptoms reported.

Manufacturer narrative:
Correction to section b adverse event/product problem, field b5 describe event or problem. Correction to section g all manufacturers, field g2 report source.

Event description:
It was reported that this right ventricular (rv) lead exhibited high impedances, noise and sensing issues during the initial implant. Lead safety switch (lss) occurred and stable impedance measurements were noted after the lss. The physician opted to surgically abandon and replace this lead. No additional adverse patient effects were reported.